Event description:
The physician reports that the crystalens was damaged by the lens injector system. No further details were provided.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.